Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 153 mg/dl. Customer stated that display was not blank less than 30 seconds and did not return. Customer stated that the contact on the battery cap was neither missing nor damaged. Customer stated that battery compartment and spring was neither damaged nor corroded. Customer stated that display did not return after insulin pump restart. Troubleshooting was performed for blank display. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.